Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they filled the vile and when they started to fill it was rewinding. The customer was able to clear the alarm and was able to complete rewind. The customer was referred to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.